Manufacturer narrative:
(B)(4). Device evaluated by MFR.: received product consisted of an emerge monorail (mr) balloon catheter received with blood in the wire lumen and contrast in the inflation lumen and balloon. The balloon was loosely folded, which is consistent of having positive pressure applied. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent with the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. There was also tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention a catheter was unable to cross the lesion. The 100% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. The 2.0 x 15mm emerge mr balloon catheter was advanced through a non bsc guide catheter, and over a non bsc guide wire, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a balloon pinhole.